Event description:
Reporter alleged the customer obtained a discrepant blood glucose value of 485 mg/dl back to back with a result of 196 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated that at a different time, another comparative test of 305 mg/dl was performed back to back with a result of 119 mg/dl within 10 minutes on the same system. Reporter stated that the customer took his insulin based on the lower results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.